Event description:
It was reported that the physician experienced resistance on an attempt to pull the coil (subject device) from the aneurysm when he didn't like the way the coil was deploying. The coil was not moving on further attempts of pulling indicating premature detachment of the coil. The physician used a snare device to remove the detached coil without disrupting the stents or the already implanted coil mass. The delivery wire of the coil was also damaged. The subject device was replaced, and the procedure was completed successfully with a delay of 60 minutes. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated d9 - returned to manufacturer on - updated h3 - device evaluated by mfg - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked/bent. The coil delivery wire proximal contact was seen to be kinked/bent. The main coil was seen to be stretched, kinked and broken/fractured. The main coil suture was broken. The introducer sheath was not returned. A functional test was unable to perform due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that there was difficulty delivering the coil into the aneurysm and during removal, the coil appeared to detach. It was then removed using a retriever. Four coils had been deployed without issue prior to the event. The device was confirmed to be in good condition prior to use and it was transferred into the microcatheter without difficulty. The device appears to have been used per the dfu. The anatomy was noted to be very tortuous. Analysis of the returned device confirmed that the coil had not detached at the detachment zone but, rather the main coil had broken close to the main coil junction. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported ¿main coil stretched¿, ¿device difficulty engaging target vessel¿ and to the as analysed ¿main coil kinked/bent¿, ¿main coil stretched¿, ¿main coil broken/fractured during use¿, ¿main coil suture damage¿. The issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of not confirmed will be assigned to the as reported ¿main coil prematurely detached/separated during use¿ as the coil had fractured rather than detached prematurely. An assignable cause of handling damage will be assigned to the reported ¿coil delivery wire damaged¿ and to the as analysed ¿coil delivery wire kinked/bent¿, ¿coil proximal contact kinked/bent¿. The issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that the physician experienced resistance on an attempt to pull the coil (subject device) from the aneurysm when he didn't like the way the coil was deploying. The coil was not moving on further attempts of pulling indicating premature detachment of the coil. The physician used a snare device to remove the detached coil without disrupting the stents or the already implanted coil mass. The delivery wire of the coil was also damaged. The subject device was replaced, and the procedure was completed successfully with a delay of 60 minutes. No clinical consequences were reported to the patient due to this event.